Event description:
It was reported that the pump malfunctioned after being exposed to extreme humidity, displaying malfunction code 16, which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections as a backup therapy.